Event description:
It was reported that the patient was admitted to the hospital two days after his implantable pulse generators (ipg) were replaced because his left chest became red and swollen. The patient was diagnosed with an erythema with questionable cellulitis around the left ipg site. It was believed that the patient was given inpatient antibiotic management treatment of vancomycin for 6 days, ceftriaxone for 6 days, and doxycycline for 10 days on (B)(6) 2011. The issue resolved without sequelae on (B)(6) 2011.

Event description:
Additional information received reported that, per the hospital records, the event was most likely caused by a post-operative wound infection.

Manufacturer narrative:
(B)(4.